Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that further review of the log files revealed a driveline disconnect while connected to (B)(4) on (B)(6) 2025 at 10:12:43.

Event description:
It was additionally reported that the driveline disconnect may have triggered during the system controller exchange. The driveline was not disconnected after the successful exchange to (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via the submitted log file. A review of the submitted log file (B)(4) spanned approximately 1.5 hours (on (B)(6) 2025 from 10:07:01 ¿ 11:46:18 per time stamp). The driveline was then disconnected on (B)(6) 2025 at 10:12:43. The driveline was reconnected at 10:42:45. Following the reconnection, the pump ramped up to the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information provided stated that they claimed the driveline was not disconnected after the controller was exchanged to. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline disconnect alarms. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.